Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The patient was born on an unreported date in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional on (B)(6) 2014, the patient was discharged from the hospital. It was reported the same day the patient had recovered from the peritonitis event. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdomen pain and cloudy pd fluids coincident with peritoneal dialysis (pd) therapy. On that same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was still hospitalized. The patient had not recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.